Manufacturer narrative:
Consumer admits to laying on the heating pad and sleeping with the heating pad, both of which are violations of the instructions and warnings provided.

Event description:
Consumer claims she was laying on the heating pad in bed and fell asleep. She awoke and allegedly found the heating pad had burned her buttocks which required medical attention. Her bedding was also damaged.